Manufacturer narrative:
A wallflex biliary rx stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed. The sheath was accordioned just proximal to the location of the stent within the sheath. In addition, the stent was not attached to the reconstrainment band and there was a curve in the sheath at the distal end of the delivery device. No damage were noted to the guidewire port. Functional analysis found the stent could be partially deployed using the handle but could not be reconstrained. The stent was fully deployed and no damage to the inner catheter, stent, or reconstrainment band was found. Device analysis determined that the condition of the returned device was consistent with the complaint. The damage to the sheath discovered during the analysis is consistent with the use force and the use of the scope elevator. Therefore, the cause of the observed failures was most probably due to anatomical or procedural factors encountered during the procedure. Consequently, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on january 22, 2016 that a wallflex biliary rx uncovered stent was to be used during an endoscopic retrograde cholangiopancreatography (ercp) and inserting a metal stent procedure performed on (B)(6) 2016. According to the complainant, during the procedure, after reaching the target location, the physician started deploying the stent. However, resistance was encountered and the stent could no longer be deployed further. Reconstrainment was attempted but also failed. The partially deployed stent was removed from the patient and the procedure was completed with another wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 16, 2016. According to the complainant, the stent was implanted to treat a malignant lesion in the bile duct. Reportedly, the patient's anatomy was not tortuous and has not been dilated prior to stent placement.

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a wallflex biliary rx uncovered stent was to be used during an endoscopic retrograde cholangiopancreatography (ercp) and inserting a metal stent procedure performed on (B)(6) 2016. According to the complainant, during the procedure, after reaching the target location, the physician started deploying the stent. However, resistance was encountered and the stent could no longer be deployed further. Reconstrainment was attempted but also failed. The partially deployed stent was removed from the patient and the procedure was completed with another wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx uncovered stent was to be used during an endoscopic retrograde cholangiopancreatography (ercp) and inserting a metal stent procedure performed on (B)(6) 2016. According to the complainant, during the procedure, after reaching the target location, the physician started deploying the stent. However, resistance was encountered and the stent could no longer be deployed further. Reconstrainment was attempted but also failed. The partially deployed stent was removed from the patient and the procedure was completed with another wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 16, 2016. According to the complainant, the stent was implanted to treat a malignant lesion in the bile duct. Reportedly, the patient's anatomy was not tortuous and has not been dilated prior to stent placement.